Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was intact. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump was off suddenly alarm history checked and motor error alarm was found twice in the same month. Customer reported that they was able to rewind. Customer was advised to stop using the insulin pump and refer to back up plan as per health care professional instruction. The insulin pump will not be returned for analysis.